Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10315 et tube, hvt, 7.5 for investigation. This sample was reviewed with an r & d engineer. The sample was returned without its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the sample was returned with a size 8.0 mm connector, which is the incorrect size for the size ID 7.5 et tube. The connector was seated loosely into the tube, which may cause it to disconnect. Scrape marks were found along the connector which indicates that some sort of tool such as appliers were used to attempt to force the connector into the tube. The sample appears used as there is biological material present on the device. Additional information received from the sales representative indicates that in order to ensure a tighter connection, clinicians may use larger connectors, or "scrape" and "scruff" the connector. Since the sample was returned with the incorrect connector, the reported complaint issue could not be confirmed for this sample and a probable cause could not be determined. However, a CAPA was previously opened to further investigate the et tube connector disconnection issue. The IFU for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "connector disconnected during use" was not confirmed based upon the sample received. The sample was returned with a size 8.0 mm connector, which is the incorrect size for the size ID 7.5 et tube. The connector was seated loosely into the tube, which may cause it to disconnect. Scrape marks were also found along the connector which indicates that some sort of tool such as appliers were used to attempt to force the connector into the tube. Additional information received from the sales representative indicates that in order to ensure a tighter connection, clinicians may use larger connectors, or "scrape" and "scruff" the connector. Since the sample was returned with the incorrect connector size and the lot number was not provided, the reported complaint issue could not be confirmed and a probable cause could not be determined.

Event description:
The complaint is reported as: "15mm connector repeatedly came disconnected from tube during use." No patient injury was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "15 mm connector repeatedly came disconnected from tube during use." No patient injury was reported.